Event description:
It was reported, the patient is no longer receiving stimulation. It was also reported, the charger can no longer communicate with the ipg. The patient has not maintained the scs system as recommended by the manufacturer. A new charger was sent to the patient to help resolve the issue. The patient plans to discuss the next course of action with her doctor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.